Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d6b, h6.